Event description:
It was reported that a patient using the ilet experienced episodes of hypoglycemia and hyperglycemia, including a low glucose of 53 mg/dl and highs up to 350 mg/dl, after which the patient consumed oral glucose (soda) and was transferred to clinical management; glucose levels were stable at the time of the call. Symptoms included hypoglycemia with low measured glucose. Outcomes included the need for troubleshooting and education and assignment for additional training. Investigation included clinical review of the report and patient coaching. Investigation of this case revealed no device malfunction identified and an unclear cause for the fluctuating glucose values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.